Manufacturer narrative:
The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. No similar events have been reported for this product lot. Based on the information provided, we are unable to determine a root cause. No corrective action is necessary at this time.

Manufacturer narrative:
The reporter has indicated the lens is not available for return. The device history record has been reviewed and there were no anomalies or nonconformances noted that may be related to this event. There have been no other complaints for this lot to date. The investigation is on-going. A follow up report will be sent when additional information becomes available.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient¿s left eye thirty-six days post implantation due to the patient reporting blurry vision. The lens was replaced with a different model and diopter lens of another manufacturer. Patient outcome is good. Even though it was reported the orientation of the lens has not changed; in the surgeon's opinion, the likely cause of the event was rotation of the lens. Additional information and clarification has been requested and not received.